Manufacturer narrative:
(B)(4). Additional information will be provided upon investigation conclusions.

Event description:
It was reported to arjo representative that there was an incident with the involvement of maxi twin passive floor lift and passive clip sling. It was stated that during patient's transfer right shoulder clip detached from a lift spreader bar. As the consequence of the event patient fell off the sling, hit the legs of the lift and sustained the occipital contusion and shallow laceration.

Manufacturer narrative:
On (B)(6) 2019 it was reported to arjo representative that there was the incident with the involvement of maxi twin passive floor lift and passive clip sling. It was stated that during patient's transfer (female, 84 years old, 45 kg) from the bed to wheelchair right shoulder clip detached from a lift spreader bar. Patient fell out of the sling and hit against leg of the lift on her way down. As the consequence of the event patient sustained the occipital contusion and shallow laceration requiring only first aid measures. After the event there was the device evaluation provided. The lift was working correctly, with no abnormalities found with only signs of natural wear. Visual inspection of the sling has also confirmed that it was found in a good condition. Based on the information provided by the arjo representative who visited the facility "the fall was probably due to a bad movement-operation made by the caregivers during the handling of the patient.". The instructions for use for maxi twin (04.kt.00/1gb may 2006) provides pictographic procedure regarding proper clip attachment process. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: "always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient's weight is gradually taken up." Additionally, according to information provided we can also state that size l (70-120 kg) instead of s (35-60 kg) was used. Patient weight was only 45 kg so incorrect size of sling (too large, approximately two sizes off) can be consider as additional factor contributing to the event. In the sling instruction for use (04.sc.00-int1_2, october 2014) it is clearly stated that before using the device, an evaluation should be carried out of each resident's size. There is also a 4 steps guidance provided regarding correct selection of sling size (page 5). "To avoid resident from falling, make sure to select the correct sling size according to the IFU." And also: "to avoid injury to the resident, pay close attention when lowering or adjusting the spreader bar." Based on the product knowledge and a previous simulation provided regarding clip detachment, when the labeling is followed and the sling is placed in the correct way and the instruction of using the system is followed, it is very unlikely a patient drop or other adverse event during the transfer of the patient with the sling and lift will occur. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as stated in the labeling, is locked in position with the weight of the patient. It cannot go downward as it is suspended on the clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. From the above it can be concluded that most probably misusing of the clip attachment and incorrectly attaching it to the spreader bar was the main root cause of the event which occurred. The system - clip sling and floor lift was used for the patient's care and in that way contributed to the alleged event. No defect has been found within the lift nor the sling that could cause or contribute to the event however, the misused clip attachment occurred and from that perspective, the system did not work as intended. The complaint was decided to be reportable due to the circumstances: patient fell during transfer and sustained not serious injury.